Event description:
Risk manager at hospital reports a patient with a recalled mesh has an explant procedure planned for the week of 2008. No additional procedure information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion cna be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.